Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had displayed a white screen and had illuminated its service led during initial power on. A white screen is indicative of a device lock up, and defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had displayed a white screen and had illuminated its service led during initial power on. A white screen is indicative of a device lock up, and defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.